Event description:
It was reported the surgeon was using the dermatome when a black liquid was noticed dripping from the point of the sword (blade). It was reported the device was in use for this event; however, there was no patient injury.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2016. The investigation included: review of device history records. Review of complaint management database for similar complaints. Device history record reviewed for this product ID serial# (B)(4) manufactured on (B)(6) 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file. A two year look back for this reported failure and or related to " black liquid dripping" for this product family shows that 3 complaints were received including this case. All 3 complaints were submitted by the same customer. No new design or manufacturing trends have been identified. This issue will be monitored. The device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.